Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for meter not going to test accompanied by symptoms. Granddaughter is calling on behalf of the customer. Expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dizziness, slight confusion, lethargic and tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/30/2019, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.